Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test and displacement test or verify failed batt test, battery out limit or no delivery alarms due to blank display.

Event description:
The customer reported via phone call that the insulin pump had battery out limit when batteries were out of the pump for less than one minute, rejected new battery and no delivery alarm. The customer's blood glucose value was 80 mg/dl. Customer stated the insulin pump alarmed after battery change. Customer reported they were able to clear the alarm. Customer able to complete rewind. Pump is alarming at time of call. Customer has received multiple battery out limit alarms when batteries are out of the pump for less than one minute. Customer states that the damage is at the hinge of the belt clip. The insulin pump will be returned for analysis.